Event description:
The customer reported multiple issues with the device including that during opcheck the device fails the defib test for pads, intermittently won't discharge and they hear a clicking noise.

Manufacturer narrative:
(B)(4). The customer reported multiple issues with the device including that during opcheck the device fails the defib test for pads, intermittently won't discharge and they hear a clicking noise. The device was evaluated at philips. The issue was localized to the therapy pca.